Manufacturer narrative:
Corrected data: device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s identifier and date of birth are not available for reporting. Date of postoperative plate breakage is unknown. This report is for one (1) unknown plate. Part and lot numbers are unknown. Without the specific part and lot number; the UDI is not available. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The (510k): unknown, as specific part and lot numbers for plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with a plate on (B)(6) 2017. The plate broke post-operatively on an unknown date. The revision surgery was planned on (B)(6) 2017. No further information available at the moment. This report is for one (1) unknown plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the plate was initially implanted in the hand.